Event description:
It was reported that "the rigid flange broke at the narrowest part". The involved device has been returned and forwarded to the quality analytical lab for analysis and investigation.

Event description:
It was reported, that "the rigid flange broke at the narrowest part". The involved device has been returned and forwarded to the quality analytical lab for analysis and investigation.